Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a 90-year-old male patient who received glycerin (biotene original oral rinse (original)) mouth wash (batch number 0k153c, expiry date 5th september 2023) for dry mouth. On (B)(6) 2021, the patient started biotene original oral rinse (original) at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene original oral rinse (original), the patient experienced accidental device ingestion (serious criteria gsk medically significant) and throat discomfort. The action taken with biotene original oral rinse (original) was unknown. On an unknown date, the outcome of the accidental device ingestion and throat discomfort were unknown. It was unknown if the reporter considered the accidental device ingestion and throat discomfort to be related to biotene original oral rinse (original). Additional information. Adverse event information was received via call center representative on 08 january 2021. Consumer reported that, "biotene, last night I was rinsing with biotene, it was cold and I was in a hurry to get back bed and I swallowed it. I called 911 and they offered to call an ambulance, first they called poison control and they came back and said they do not think I need to be seen, they said have a snack and go back to bed. I do not think so, I am going to see a cardiologist this morning but it wasn't intended. Not that I am aware of. I have a tickle in my throat". Follow up received on 29/mar/2021: the patient's initial and date of birth updated. The patient did not suffers from any other illness and medical conditions. The patient was taking biotene original oral rinse (original) for dry mouth orally two times each day (2 table spoon each time). The patient did not experience still reactions. The patient had not contacted hcp for this experience.

Manufacturer narrative:
(B)(4).

Event description:
I swallowed it [accidental device ingestion]. I have a tickle in my throat [throat discomfort]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6)-year-old male patient who received glycerin (biotene original oral rinse (original)) mouth wash (batch number 0k153c, expiry date 5th september 2023) for dry mouth. On (B)(6) 2021, the patient started biotene original oral rinse (original) at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene original oral rinse (original), the patient experienced accidental device ingestion (serious criteria gsk medically significant) and throat discomfort. The action taken with biotene original oral rinse (original) was unknown. On an unknown date, the outcome of the accidental device ingestion and throat discomfort were unknown. It was unknown if the reporter considered the accidental device ingestion and throat discomfort to be related to biotene original oral rinse (original). Additional information: adverse event information was received via call center representative on (B)(6) 2021. Consumer reported that, "biotene, last night I was rinsing with biotene, it was cold and I was in a hurry to get back bed and I swallowed it. I called 911 and they offered to call an ambulance, first they called poison control and they came back and said they do not think I need to be seen, they said have a snack and go back to bed. I do not think so, I am going to see a cardiologist this morning but it wasn't intended. Not that I am aware of. I have a tickle in my throat".